Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. The event involves scorpio nrg cr femoral component with ha that is not cleared for commercial distribution in the u.s., however, the reported event is related to a "manipulation under anaesthetic", which may occur with cemented scorpio nrg cr femoral component.

Event description:
Per raised with minimal information: the customer david scarle reported that a revision took place under a clinical trial. He completed an sae report (serious adverse event - not necessarily related to product) with the following info: "routine tkr, preop 5-110 rom, initially 5-100, then at 1 year range had slipped tp 30-90." It was also stated in the report that the action taken was a "manipulation under anaesthetic", that the severity was classed as "mild", that the pt was now "recovering" and a relationship to device was found to be "unlikely". Note: product code was not available and will be investigated.